Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guidewire was being used on (B)(6) 2022 during an esophagogastroduodenoscopy with dilation and the guidewires bent. There was no impact or injury to the patient or user. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. The procedure was completed without an alternate device. It is not known if there was a delay to the procedure. After further assessment it was found the case was done by an experienced endo doctor, not one that only occasionally does endoscopies. No other information is known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Performed a visual inspection, the guidewires are bent at the spring tip. A two-year lot history review shows this is the only complaint for this lot number and failure mode. A device history record review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been a total of 17 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. Carefully inspect the unit to verify that the sterile package of the product has not been damaged in shipment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, dis150, disposable marked spring tip guidewire was being used on (B)(6) 22 during an esophagogastroduodenoscopy with dilation and the guidewires bent. There was no impact or injury to the patient or user. There was no report of medical/surgical intervention or prolonged hospitalization for the patient. The procedure was completed without an alternate device. It is not known if there was a delay to the procedure. After further assessment it was found the case was done by an experienced endo doctor, not one that only occasionally does endoscopies. No other information is known. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.